Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator pressure sensor railed error alarm occurred. The device was not in patient use. The device was returned to a third party service center for evaluation and service required codes populated in the error log. The oxygen blending module and system board need to be replaced to resolve the issues. The prox filter and machine flow sensor were replaced due to contamination. Additionally, the inlet filer was replaced due to preventative maintenance.

Event description:
The manufacturer received information alleging a ventilator pressure sensor railed error alarm occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not return.